Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging her onetouch ultra2 meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported since the first use of the meter the meter had been reading inaccurately high. The patient reported obtaining a reading of ¿8.2mmol/l¿ on the lfs meter compared to ¿5.6mmol/l¿ on an onetouch ultra2 meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=1.7mmol/l when obtained within 30 minutes. The patient reported using oral medications to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2013, he went to see his doctor in an office visit and his medications were changed from metformin 500mg to glyburide 5mg. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement and the patient was using the same approved sample site to obtain the samples. The patient¿s test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.